Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. However, an investigation was conducted and determined the root cause of access site bleeding was anti-coagulation management because of the patient's high activated clotting time (act) values, skin was stapled together in anticipation of eventual explant and terminal closure of the graft. The hematoma was successfully reduced as well as act down to goal range.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support, and a large hematoma was noted above the surgical incision where axillary graft was placed. During the procedure the pocket was not fully closed. The activated clotting time (act) was supratherapeutic in the 500s, and the skin was stapled together in anticipation of eventual explant and terminal closure of the graft. Upon arrival at intensive care unit, manual pressure was applied to reduce hematoma, pressure dressing was placed overnight, and the hematoma was successfully reduced as well as act down to goal range.